Manufacturer narrative:
It was reported that this lead was repositioned on (B)(6) 2018 and remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that two days after implant, high rv threshold was reported. A lead revision was scheduled.